Manufacturer narrative:
The reported event of inability to program was confirmed. The lead type for the atrial chamber was programmed to plugged, which caused the device to be unable to be programmed to ddd. After programming the lead type of the atrial chamber to bipolar, the device was now able to be programmed to ddd. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During an initial implant procedure, it was not possible to program the device. A new device was used in order to resolve the event. The patient was stable.